Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used on (B)(6) 2026. During the procedure, a pinhole was found in the balloon. The procedure was completed with another device of the same model. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: investigation results: the returned cre pro gi wireguided dase dilatation balloon device was analyzed, and a visual inspection found no damages. A functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 24 mm from the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon, located approximately at 24 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used on (B)(6) 2026. During the procedure, a pinhole was found in the balloon. The procedure was completed with another device of the same model. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Manufacturer narrative:
Section e: this event was reported by the sales representative. (B)(6). Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned device has not yet been analyzed; therefore, technical analysis is not yet available. At the time of investigation, a review of the manufacturing documentation for this device was unable to be performed as the serial number was unknown. However, a ship history review was performed to identify the most probable serial numbers and a manufacturing review of the most probable serial numbers did not identify any anomalies or deviations that could have contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used on (B)(6) 2026. During the procedure, a pinhole was found in the balloon. The procedure was completed with another device of the same model. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.